Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she have to go to the emergency room and was hospitalized due to high blood glucose. Customer blood glucose reading at the time of the emergency room visit was 300 mg/dl. Nothing further was reported.